Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turns off when bp is being used. There was no patient use reported with the event.